Manufacturer narrative:
Customer did not provide the part number or serial number of the affected device.

Event description:
Information was received regarding an unspecified cadd pump. It was reported that the device was randomly turning off and on, and then had a battery depleted alarm. The user noticed she was having some shortness of breath before realizing the pump was not on. She also reported having a headache later in the day. User estimated that the pump had shut off for about six hours before she noticed. Remodulin 10mg/ml was being infused at 80.5 ng/kg/mi n. It is unknown if there was a patient, or clinician injury associated with this occurrence.